Event description:
Affiliate reported ventricles of patient enlarged and as a result, underdrainage of the chpv was suspected.

Manufacturer narrative:
Codman has requested the product for evaluation. Upon completion of the evaluation, a follow up report will be filed.